Manufacturer narrative:
The customer checked the canisters and lines but is unable to determine the source of the leak but the liquid is clear. The customer stopped and homed the instrument and the instrument is in standby and the status screen showed ok for the hydro. A bci field service engineer (fse) spoke to the customer and the customer stated that instrument had been running with no leaks. Fse checked the system but was unable to find any leak. Fse ran qc and few sample and was unable to note any leak.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a report a hydro pneumatic subsystem error and instrument. No injury was reported.